Event description:
It was reported that during implant high pacing lead impedance was observed on rv lead. The physician had problem to get the stylet into the lead as well. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.